Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s family member reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl at the time of the incident. Customer was treated with insulin pump. Customer stated infusion set had detachment. The insulin pump will not be returned for analysis.